Event description:
It was reported that product performance data was reviewed and classified as noise, t wave oversensing/oversensing, inappropriate shocks, and possible lead fracture in the right ventricular lead. It was further noted that there was far field atrial oversensing resulting in an inappropriate shock. The right atrial and ventricular leads remain in use. The patient was enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6949 implantable tachy lead (B)(6) 2005. (B)(4).